Manufacturer narrative:
Section d4, h4: correction. Manufacturer's investigation conclusion: the report of suspected thrombus and power elevations could not be confirmed through this evaluation as no product was returned for evaluation and no log files were provided. Additionally, a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not be conclusively established through this evaluation. The patient was admitted on (B)(6) 2020 for suspected thrombosis. He was reportedly non-compliant with his medications and slight elevations in pump power were noted. The patient was treated with IV anticoagulants but was ultimately moved to palliative care on (B)(6) 2020. The patient also suffered from chronic pump pocket and driveline infections beginning in (B)(6) 2017 (refer to MFR 2916596-2020-01005). He had been treated with chronic IV antibiotics. The heartmate ii lvas IFU lists device thrombosis and driveline or pump pocket infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The hmii IFU provides details regarding the recommended anticoagulation therapy and inr range as well as outlines indications of pump thrombosis and as how to respond to such events. Care instructions regarding infection are provided in this IFU as well as the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous admission dates for chronic infection are reported under following MFR numbers: 2916596-2020-01005, 2916596-2020-01006, 2916596-2020-01008, 2916596-2020-01009, 2916596-2020-01010, 2916596-2020-01012, 2916596-2020-01013, 2916596-2020-01016, 2916596-2020-01019, 2916596-2020-01020, 2916596-2020-01022, 2916596-2020-01023, 2916596-2020-01024, 2916596-2020-01025. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for and expired due to chronic infection and suspected pump thrombosis. The infection was (B)(6), group a strep, and c striatum. The infection was in the pump pocket and the driveline. The treatment was chronic intravenous vancomycin. The patient had poor compliance with medications which could have contributed to the thrombosis, the patient also had slight elevations in pump parameters and the patient was treated with intravenous heparin. The patient was moved to palliative care because he was not a surgical candidate.